Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found no similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer and the sheath did not split completely. The starclose se device came out of the patient anatomy while advancing the thumb advancer. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.